Manufacturer narrative:
Date of this report corrected to state: (B)(6) 2013. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with an epithelial ingrowth in the left eye approximately four months following a laser vision enhancement procedure. The corneal flap was lifted and the ingrowth was removed. The surgeon sutured the flap. The patient returned approximately a month after the ingrowth was removed and the surface was intact and smooth. The ingrowth was no longer present. The patient's visual acuity in the left eye was 20/20.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.